Manufacturer narrative:
Concomitant product: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient was in the hospital due to cellulitis and had a sore on her backside. It was noted the patient was permanently disabled and could not walk or sit up. The sore on the backside was bad and had to get taken care of and the cellulitis flared up and needed to be taken care of with antibiotics twice daily. It was noted the patient needed a refill by (B)(6) 2014. The system was being used to deliver baclofen. Information regarding the patient status prior to the event, diagnostics performed, and the patient outcome were not reported.